Event description:
Patient reported that she had been admitted to the hospital for non device related reasons on either(B)(6) 2020 and said that her stimulator battery went dead/turned off a day into being in the hospital. Patient said she attempted to charge the implant about a day into ins battery being discharged but the ins wouldn't take a charge. During call the recharger was showing the reposition antenna screen when charging was attempted and patient programmer was showing poor communication. Patient services reviewed information about possible od and redirected patient to hcp (although patient denied that it had been a month or greater since she had not charged ins). Patient had already called managing hcp and asked what to do and was directed to call mdt so patient services is sending message to field as well. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the implantable neurostimulator (ins) was replaced because it would not work to recharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.